Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: ios / ios_iphone 14 pro / 2.9.1 / ios 26.1.

Event description:
It was reported that an occlusion alarm occurred. It was reported that the customer went to the emergency room on (B)(6) 2026 and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 400 mg/dl. The customer reported they were in dka. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Customer changed infusion set and cartridge and resumed insulin.